Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on (B)(6) 2003, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-00705 and 1225714-2014-00706.